Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the needle to resolve the issue. No impact to the customer¿s blood glucose was 108-127 mg/dl.